Manufacturer narrative:
The associated flexible shaft with circular connector was returned and evaluated. A visual inspection of the product confirmed the stated failure. One of the links in the shaft has fractured due to mechanical overload. If sufficient offset bending or torsional forces are applied to the shaft during use that exceed the strength of the material, a mechanical overload fracture can occur. A clinical analysis noted that based on the information and the x-rays provided, there was no metal left inside of patient. Therefore, since there was no harm to the patient as a result of the 30 minute delay and no harm is being alleged, no further clinical /medical assessment is warranted at this time. A review of the manufacturing records for the listed batch which did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that a malfunction has occurred. Dr was reaming the femoral canal to prepare for inserting a meta tan nail and the flexible reamer shaft broke while inside the patient. No metal was left in the patient, confirmed with x-rays, and he was able to complete the case without incident utilizing a competitive vendors reamers.